Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high out-of-range shock impedance. The boston scientific technical services reviewed the device data and provided additional troubleshooting steps. This device and lead remain in service. No adverse patient effects were reported. Additional information: the physician completed in office testing with maneuvers/isometrics and the shock lead impedance measurements remained within range. They will continue to remotely monitor the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high out-of-range shock impedance. The boston scientific technical services reviewed the device data and provided additional troubleshooting steps. This device and lead remain in service. No adverse patient effects were reported.